Event description:
Failure to alarm: dressing was not intact and device did not detect this and alarm appropriately.

Manufacturer narrative:
This complaint is considered inconclusive. Since the npwt involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The root cause for the reported issue is deemed undetermined. An evaluation of the pump was conducted by (B)(4) on 03 december 2013, no anomalies or problems were noted, the pump passed all functional tests and found working within specifications. Historical review of complaints for serial# (B)(4) showed no prior issue. Most likely a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway led to the observed issue (device not alarming with dressing dislodged). It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage and a leak not significant enough to trigger an alarm. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurred at the wound site or within the fluid handling pathway and air was still reaching the system, the pump would not alarm. In regards to the leak alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. In response to similar complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. Per the information provide there were no patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Dressing was not intact and device did not detect this and alarm appropriately.

Manufacturer narrative:
Active investigation in-progress, results of the investigation will be provided in a supplement report. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued (B)(4) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez.